Manufacturer narrative:
(B)(4). Batch # m9275g. Date of event it 2019. Event day and event month not provided. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was evaluated with a test instrument and a ¿no uses remaining- replace handpiece¿ alert screen was displayed by the generator when it was connected to perform the functional testing. Further analysis confirmed that the handpiece has already been used 95 times. The handpiece is a re-useable instrument with a limited service life. The device is programmed with a counter to limit the service life to 95 procedures. The ¿no uses remaining- replace handpiece¿ alert screen advises that the hand piece has reached the end of life. This is not related to a functional failure. Then the instrument was disassembled to inspect the internal components and the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The ¿replace handpiece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. It is probable that the ingress of moisture affected handpiece functionality. In addition, a photo was received for review which was an image of an hp054 instrument. A closer look at the nosecone interface shows a visual blemish. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the device got physically damaged (peel off). It is unknown when the issue was found. Patient consequence was not reported.